Event description:
It was reported that during an in office product demonstration the sonopet handpiece heated up. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
No failure was found and the device passed all quality testing. The device was returned unrepaired.

Event description:
It was reported that during an in office product demonstration the sonopet handpiece heated up. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.